Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The DHR review could not be performed without a lot number. Initial reporter phone number: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that following a trial of the purewick male on melly ward, a week after the trial had finished received an email from the tvn stating that they had clinical photography of the gentleman's penis which shows a new unusual lesion to his foreskin, not on the mucosal membrane. It did not look like a pressure ulcer or a moisture lesion. It appeared to have a similar texture to that within the bag and image of the wicking material was there. Unfortunately, due to a lack of patient consent and the sensitive nature of the image they are not able to share the image. It was replied to the customer asking for more details i.e., dates, suction settings, hourly checks and awaiting reply from the unit manager. Also reached out to colleagues in the united states to ask if they had any similar incidents. This was not a product issue, but an issue to the patient's skin as a result of using the product and its use was stopped. The spare products were left on the ward area so they could continue use on the gentleman that was evaluating during the product the trial. Not all staff were trained on this ward as it was only for a 3-day period. No sample, no picture, no analysis report available and patient treatment altered. Additional info on 11-06-2026: hello sorry for the long delay in getting back to you. So, this device unfortunately caused a very small and superficial pressure ulcer to the patient. No immediate harm was done, and the pressure ulcer has healed since.